Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was hospitalized and admitted to the intensive care unit (ICU) on (B)(6) 2026 for severe hypoglycemia. When the pod was removed at the hospital, the patient noted that the cannula was bent. Her blood glucose level subsequently rose to 1058 mg/dl while the pod had been worn for 49¿71 hours. Reported symptoms included nausea, vomiting, and diarrhea. The patient was diagnosed with diabetic ketoacidosis (dka) with ketoacidotic coma in the setting of known type 1 diabetes mellitus using insulin pump therapy, along with severe metabolic acidosis (due to both ketoacidosis and lactic acidosis), hypovolemic shock, acute renal impairment, suspected aspiration pneumonia, hypothermia (34.6°c), and hyperchromic macrocytic anemia. Treatment during hospitalization included intravenous infusions, IV insulin therapy, volume resuscitation, bicarbonate, potassium, warming measures, antibiotics, and catecholamines. The patient was discharged on 18 june 2026.